Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was inserted. It was reported that it was a painful placement (it latest 60 days). In (B)(6) 2012 (18 months after procedure) the consumer experienced increase/decrease of weight, memory loss, concentration problems, arrhythmia and feeling the implant. On an unspecified date the consumer experienced pain in abdomen, gastro-intestinal complaints, pain in leg, lower back pain, burning feeling from lower back. The influence of essure in her daily life included problems with movements, work-related problems , problems with daily tasks and relation and/or family problems. She contacted a doctor and did physiotherapy. She also received medication as treatment. She is planning to remove essure. The outcome was reported as not recovered / not resolved. Company causality comment:this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between the event abdominal pain and essure use was assessed as related. This case was regarded as incident since essure removal will be required (intervention required).other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow up 19-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 730 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) -year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between the event abdominal pain and essure use was assessed as related. This case was regarded as incident since essure removal will be required (intervention required). Other nonserious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected from consumer.